Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. The helix mechanism was tested but the helix would not extend due to dried blood and body fluid inside the helix housing and neck region.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced shortly after it was implant. The reason was not provided. No additional adverse patient effects were reported.